Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), which is part of the mid-life display of replacement indicators product update classified as a product advisory and initially communicated on 3/10/2007, displayed a battery status of elective replacement indicator (eri) with a charge time of 19.558 seconds at a monitoring voltage of 2.67 volts per boston scientific crm post market quality assurance laboratory analysis. End of life (eol) was declared with a charge time of 45.084 seconds at a monitoring voltage of 2.64 volts. The device had been changed out for normal battery depletion without complication and there had been no report of adverse patient effect.

Manufacturer narrative:
To date, this medical device has been returned to the boston scientific crm post market quality assurance laboratory but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated.